Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited image blackout and severe liquid immersed inside the bending tube and large amount of black water flow out. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the image blackout was cause traced to component failure and for severe liquid immersed inside the bending tube and large amount of black water flow out was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.